Event description:
Pt-self tester reports results lower than reference with the protime microagulation system. Protime generated 1.8 inr. Test performed at physician's office generated inr 3.4 inr. Pt's therapeutic range: 2.0-3.0. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot# m1k3h469. Method: actual device evaluated (instrument). Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. No related ncmrs, complaint trends or CAPA identified. Itc has requested all data required for from 3500a.